Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power to the handpiece during a procedure. Additional event details have been requested.

Manufacturer narrative:
The phaco handpiece was examined and the reported event was not replicated. The phaco handpiece was tested and found to meet product specifications. The root cause could not be determined conclusively. (B)(4).